Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3808 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "patient states he had a powerpicc solo placed (B)(6) 2022. Patient states the catheter is kinking where the valve meets the lumen leg, patient states it still flushes however while infusing his medication, it is now taking longer due to the kink. Patient states he cannot have another powerpicc placed." Ms&s response "verified with patient his powerpicc flushes, patient confirmed he has dressing on the powerpicc to stabilize the device. Informed patient his information would be sent to complaints department for investigation."